Event description:
It was reported that during a vena cava filter retrieval, a filter leg detached in the ivc. Attempts to remove the detached leg were unsuccessful. Another intervention is being scheduled to place a stent to prevent movement of the detached leg. No patient injury reported.

Manufacturer narrative:
A manufacturing record review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this reported event. The lot met all release criteria. The investigation is currently underway.